Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. The patient was moved to the intensive care unit and after seven hours of counterpulsation the staff noticed blood in the driveline tubing. At this time the iab was removed. A second iab was not inserted. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was no delay in therapy.

Manufacturer narrative:
(B)(4) device evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via the patient's right femoral artery. The patient was moved to the intensive care unit and after seven hours of counterpulsation the staff noticed blood in the driveline tubing. At this time the iab was removed. A second iab was not inserted. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was no delay in therapy.